Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Findings: chronic periprosthetic fracture left femur. All wires used in the past ¿had all essentially failed¿. Several broken wires from original fixation removed ¿ manufacturer unknown. Femoral head removed, positioned the trunnion posterior to the cup. Capsular tissue, which was acting as a tether, was released, ¿after releasing an appropriate amount of scar, able to pull the fragment down with the leg held in slight abduction and internal rotation.¿ irrigation performed. X-ray review is satisfactory with no changes, fragment remains reduced and has not changed position. Intramuscular lesion anterior aspect of the left thigh adjacent to the revised tha. Although nonspecific, given presence of a revised joint prosthesis, this is favored to represent recurrent foreign body reaction/trunnionosis. ¿revision left tha with cerclage wire and trochanteric screw fixation. Fracture of the cerclage wire. Resorption and bony deficiency about the left greater trochanter with slight distraction.¿ a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient underwent a third revision approximately 14 years later due to instability and chronic periprosthetic fracture. During the revision, the surgeon noted that the cerclage wires had all essentially failed with several from the initial fixation found broken. The plate and all cables were removed, and a trochanteric bolt was placed along with new cerclage wires for fixation. The head and liner were also exchanged without complication. The patient continued to experience nonunion following the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.